Event description:
It was reported that the pump touch screen was cracked and unresponsive or unreadable. There was no impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Initial MDR was submitted in error. Alleged issue did not cause or contribute to serious injury and does not have the potential to cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803. Remove MDR codes 1135, 1408, 2199, 3221, 4114, 4582, 67.